Event description:
Customer contacted beckman coulter inc. (Bci) regarding a false low valproic acid (vpa) result generated by the unicel® dxc 600i synchron® access® clinical system. A false low vpa of 33ng/l was reported. The sample was repeated the next day upon which it gave a result of 57ng/l and the result was amended. There was no change to patient treatment as a result of this event.

Manufacturer narrative:
Qc is run once per day and was within range on the day of the event. A field service engineer (fse) was on-site in 2009. Fse found a reagent level sense issue and replaced the reagent probe and collar wash. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.